Event description:
Manufacturer received a report from a dealer that the consumer alleges the right side frame cracked and "gave way", causing the consumer to fall out of the chair. X-rays were taken of the injury, which revealed no broken bones but the consumer sustained a sprained foot.